Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the customer received the following results on the nano system within 10 minutes: 330 mg/dl and a result in the "150's mg/dl". No adverse event reported. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.